Event description:
The manufacturer received information alleging a ventilator's pressure delivery was not accurate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was found to have water ingress and was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's display board was replaced to address the issue.